Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during treatment of a recurrent anterior communicating artery aneurysm, when the microguidewire and microcatheter were advanced into position, fluoroscopy showed an abnormal angle between the microcatheter distal marker and the catheter shaft. The device was therefore removed from the patient, and damage to the distal marker was observed, it detached with slight contact. The microcatheter was replaced with another one. Under fluoroscopy within the patient, the microguidewire was seen exiting from the distal shaft of the microcatheter and was not coaxial with the distal marker. After removing it from the patient, a perforation was found at the distal marker of the microcatheter. The procedure was then completed using a microcatheter from another brand. Catheter separation/break was reported during use. There was no friction or difficulty during injection. No force was applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. No surgical or medicinal intervention was required. The break was in the distal section. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an anterior communicating artery aneurysm. It was noted the patient's vessel tor tuosity was normal. Access vessel was the femoral artery with a 12mm diameter. Ancillary devices include a 6f guilding guide catheter, echelon 10 microcatheter, synchro 14 guidewire.